Event description:
International affiliate reports the bremer halo crown failed to fit into a bremer mayfield adapter intra-operatively. Two different adapters were attempted with no success. The patient went to theatre with a halo in situ. Surgery was for posterior cervical fusion and was delayed by approximately forty minutes while the patient was under anesthesia as a result of the difficulty. The patient's position was stable during the delay as the anesthetist held the head in position. Affiliate reports there were no adverse consequences to the patient. Eventually the crown had to be removed from the patient and a conventional mayfield head clamp table attachment was used. Note: the complaint was initially reported for a small halo crown with hifix pins, ht035hi. However, receipt of the device found it to be a large halo crown. It is not known if the halo crown is catalog# ht036, large halo crown, or ht036hi, large halo crown with hifix pins

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
It was originally identified that the crown involved was a small (ht035hi). The returned crown was identified to be a large (ht036/ht036hi). The sales consultant confirmed that the crown that was sent for evaluation was the correct one. Visual inspection of the devices found no visual anomalies. A device history record (DHR) review of the large halo crown could not be conducted as the lot number was unknown. A review of the DHR for the halo adapter set identified no discrepancies. The crown and mayfield adapter were then functionally tested. It was not possible to assemble the mayfield adapter slot onto the crown beam. It was noted that there was approximately a 0.015 inch interference that was preventing the intended assembly of the components. However, it was still possible to assemble the adapter to the crown while achieving adequate clamp load and torsional stability between the components resulting in a rigid connection. It was noted that dimensional changes were implemented on (B)(4) 2006 to prevent an interference condition. Upon review with medical directors, it deemed that there is no foreseeable patient risk as it was reported that an alternative clamp was available and used, the assembly of the crown and adapter mis-alignment due to mating interference is highly visible and a rigid connection is still achievable. The root cause of the reported issue is related to the dimensioning of the mayfield adapter connection slot which allowed for interference between the crown and adapter components.

Manufacturer narrative:
(B)(4).